Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on (B)(6) 2013 the atrial lead dislodged and was repositioned. On (B)(6) 2013 the lead dislodged again. The physician decided to reprogram the patient's pulse generator.